Event description:
It was reported that the patient failed to charge the ipg as instructed. As a result, the ipg became inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.